Manufacturer narrative:
Evaluation summary: the programmer was returned, the customer comment of "telemetry failure" was confirmed and the link electronic module (lem) board was replaced. Analysis also found that the printer was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. The programmer was returned for service. No patient complications have been reported as a result of this event.